Manufacturer narrative:
This follow up report is being filed to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown; however, previous similar investigations determined that this type of damage is caused from use. As this device was not returned for review it is not known as to what kind of use the threads had undergone. Root cause of the event is most likely wear from use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this type of malfunction does not have a history of causing harm or contributing to a serious injury in this instance. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The follow up report is being filed to relay corrected information.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
During a hip arthroplasty, the white plastic part of the femoral head impactor detached from the handle. No pieces fell into the patient.